Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer stated the chair will sometimes not move and if she moves, the cable coming from the joystick sometimes, she can get a connection to move the chair.